Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® serum blood collection tubes, the stopper pops off of an unspecified number of tubes after the sample has been collected. No adverse impact was reported regarding the patient or user.